Event description:
Healthcare professional reported "rupture". This record is and unknown side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, e1, h6.

Event description:
This record is a duplicate of trackwise reference pr (B)(4).